Event description:
As reported, during prep, the PICC team noted that there was a hole in the catheter just distal to the suture wing. There were no patient complications. The device is being returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. No previous complaints have been received on the reported lot number. Although the used device has been returned, the device evaluation is still on-going. Upon completion of the investigation, a follow-up medwatch will be submitted.